Event description:
The reporter said that the pump has "prime malfunction". The pump was on continuous prime and would not stop. It was reported that around 10 am, 1500 ml ready to hang (rth) bottle was set up to run at 90ml per hour. Around 3pm the bottle was empty. Another bottle (1500ml) was hung and at approx 6:30pm the bottle was empty. Per the reporter this caused injury to the pt (diarrhea, and abdominal pain, which required x-rays). It was reported that intervention was also needed; gave reglan for the diarrhea and completed x-rays for the abdominal pain. After the 2nd malfunction, the feeding was completely stopped. After further discussion with the customer, it was noted that the product fed is not available in 1500 ml rth containers. It was confirmed that the product used is a rth 1000 ml and the amount delivered was 2000 ml.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.